Manufacturer narrative:
Complete e1 initial reporter street address: (B)(6). Qc and calibration data did not show any abnormalities. The patient sample has been requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys hbeag result from the cobas e 801 analytical unit for one patient. The affected patient also had questionable elecsys hbsag ii and elecsys® anti-hbc ii results. This medwatch will apply to the elecsys hbeag assay. Please refer to the medwatch with a1. Patient identifier: (B)(6) for the elecsys hbsag ii assay and medwatch with a1. Patient identifier: (B)(6)2 for the elecsys® anti-hbc ii assay.